Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas with serial number (B)(6) developed a long crack in the touchscreen display, consistent with a fracture of the touchscreen component, while the pump remained operable. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the touchscreen that resulted in a screen fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.